Manufacturer narrative:
Follow-up #1: date of submission 04/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: a review of the black box showed no evidence of motor/rewind issues. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no issues. The complaint of the pump rewind step not stopping. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the bumper, and at the threads above the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the pump rewind would not stop. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.